Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip.

Event description:
It was reported that the tip broke off of the pointer, knee navigation during the course of a posterior lumbar instrumented fusion procedure at the user facility. It was unknown whether anything fell into the surgical site. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the tip broke off of the pointer, knee navigation during the course of a posterior lumbar instrumented fusion procedure at the user facility. It was unknown whether anything fell into the surgical site. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.